Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was being used for a diagnostic procedure when the issue was identified. The procedure was completed as planned using the system's handswitch. No patient harm was reported. A third party field service engineer assessed the system onsite and confirmed that the root cause of the issue was that the wired footswitch was broken. A philips remote service engineer (rse) assessed the system remotely and directed the customer to order a new wired footswitch. The customer declined and the system was returned to use in good working order using the handswitch. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the zenition system wired footswitch would not work. The device was in clinical use. No harm was reported. Philips has started an investigation of the complaint.